Manufacturer narrative:
Complaint no: (B)(4). Corrected information: the 510k number for this device has been corrected to (B)(4) in field g5.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, may have depleted earlier than expected. It was not known when the device had reached 2.65 volts monitoring voltage measurement. There was no report of adverse patient effect. The boston scientific crm technical services consultant recommended a save-to-disk analysis be done, but to date, that has not occurred.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain. On an unknown date, the patient began gentamycin (4mg/ l of psd) and ciprofloxacin (500mg, bid). The cause of the peritonitis was a break in aseptic technique. Pd therapy was ongoing as well as gentamycin and ciprofloxacin. The peritonitis was ongoing and improved. The outcome for the event of break in aseptic technique was unknown.

Event description:
The customer reported a ce infusor lv 5 which was leaking near the distal end flow restrictor site before use. The device was filled with 5-fluorouracil when the leak was discovered. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.